Manufacturer narrative:
The reported event is confirmed however the cause was unknown. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted a kink on the tube of the left chest pad. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested. All individual measured flow rates are outlined. Left chest pad: a total of 2.38l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 22%, inlet pressure was -7.0 psi. A low flow alert was given on the arctic sum during operation of this pad. As this pad was out of specification, other pads were not tested. According to the test the flow rate was found to be unacceptable for the left chest pad. (Acceptable range > 2.4 l/min. M2). No hydrogel peeled off any pad when separated from the liner. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, h. H11: section a through f - the information provided by bard represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was reading low flow when user just initiated therapy. The target temperature was 33c, patient temperature was 36.3c, water temperature was 6.9c and flow rate was fluctuating between 1.7 l/min to 2.2 l/min. Patient was getting a central line and preparing to transfer to intensive care unit (ICU). Mss explained to regional nurse to purge pads, disconnected and reconnected it. The four pads were connected appropriately without kinks. The regional nurse stated the flow rate was still fluctuating. Mss asked regional nurse had time to do deep troubleshooting. The user stated they would get another device. Per call back, the nurse stated 2nd arctic sun device was in intensive care unit (ICU) and was ready to transport patient. The nurse was going to tag device and send to biomed for checks. The regional nurse told intensive care (ICU) when they connect patient to device if they had low flow, it might be a pad issue. Mss told regional nurse would check with intensive care unit (ICU). Mss walked through troubleshooting on second device. The patient temperature was 36.1 c with flow rate around 1.5 l/min to 1.7 l/min. Mss asked regional nurse to disconnect pads one at a time. The user disconnected right thigh pad and flow rate was 1.7 l/min after a few minutes. Left thigh disconnected and the flow rate was 1.0 l/min after a few minutes. Left chest disconnected and the flow rate was 1.0 after a few minutes. Right chest disconnected and the flow rate was 1.0 after a few minutes. Mss recommended regional nurse to change out right thigh pad with a universal pad and to call back if issue was not resolved and asked regional nurse to save right thigh in case field assurance requested. It was confirmed issue was with arctic gel pads not with the arctic sun device. Per additional information received on 01jun2021, it was stated that the arctic gel pads would be returned. Therapy was completed with a new set of pads and the arctic sun device was not sent to biomed. Per additional information received on 27jul2021, there were two sets of faulty pads. One pad set had an issue with flow rate and a second set had issue with hydrogel peeling off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was reading low flow when user just initiated therapy. The target temperature was 33c, patient temperature was 36.3c, water temperature was 6.9c and flow rate was fluctuating between 1.7 l/min to 2.2 l/min. Patient was getting a central line and preparing to transfer to intensive care unit (ICU). Mss explained to regional nurse to purge pads, disconnected and reconnected it. The four pads were connected appropriately without kinks. The regional nurse stated the flow rate was still fluctuating. Mss asked regional nurse had time to do deep troubleshooting. The user stated they would get another device. Per call back, the nurse stated 2nd arctic sun device was in intensive care unit (ICU) and was ready to transport patient. The nurse was going to tag device and send to biomed for checks. The regional nurse told intensive care (ICU) when they connect patient to device if they had low flow it might be a pad issue. Mss told regional nurse would check with intensive care unit (ICU). Mss walked through troubleshooting on second device. The patient temperature was 36.1 c with flow rate around 1.5 l/min to 1.7 l/min. Mss asked regional nurse to disconnect pads one at a time. The user disconnected right thigh pad and flow rate was 1.7 l/min after a few minutes. Left thigh disconnected and the flow rate was 1.0 l/min after a few minutes. Left chest disconnected and the flow rate was 1.0 after a few minutes. Right chest disconnected and the flow rate was 1.0 after a few minutes. Mss recommended regional nurse to change out right thigh pad with a universal pad and to call back if issue was not resolved and asked regional nurse to save right thigh in case field assurance requested. It was confirmed issue was with arctic gel pads not with the arctic sun device.